Manufacturer narrative:
On december 5, 2020, device evaluation was completed. Device evaluation sumamry: during the visual inspection, the device was found to be ruptured. Additionally, an anomaly was observed in the edges of the tear consistent with a crease/fold. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision breast augmentation with 750cc mentor memorygel breast implant on the right side and with 800cc mentor memorygel breast implant on the left side and experienced right side breast implant rupture, and pain. Mammogram and ultrasound taken on (B)(6) 2020 report of finding was consistent with intracapsular rupture of the right breast implant. On (B)(6) 2020, mentor became aware that the date of replacement surgery with catalog number 3507004bc; serial number (B)(4) on the left side, and catalog number 3506504bc; serial number (B)(4) on the right side was (B)(6) 2020. On november 17, 2020, mentor became aware that patient experienced bilateral capsular contracture; baker grade iii in addition to right side rupture, making it a symptomatic rupture. This report is for the patient¿s left-sided device.